Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited high capture threshold. After the lead was repositioned, it further exhibited no capture in unipolar even at high outputs. A perforation was suspected, but review of x-ray showed no visible sign. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.